Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was performed and the customer was able to rewind, changed the infusion set first, but the alarm was resolved until the reservoir was changed. The product will not be returned for analysis.